Manufacturer narrative:
The insulin pump was received with no escape button response due to corroded keypad traces. No button error alarm was noted during testing. The following physical damage was found: minor scratches on the display window, cracked casing at the display window corners, a broken reservoir tube lip, a missing black o-ring/seal inside of the reservoir tube, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed with a button error that she was unable to clear. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer stated that she wore the pump in her bra against her skin. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.